Event description:
Reporter indicated a vns patient had previously died on (B)(6) 2009, but declined to provide any additional information. An obituary noted that the patient was buried, but funeral home information was not provided so the disposition of the vns device is unknown. It is believed the vns was explanted. The obituary indicated the patient may have had a comorbidity of lupus, but this cannot be confirmed. Attempts for the death certificate were unsuccessful as the manufacturer is not eligible for the death certificate per the vital records' office policy. As so little information is known, sudep cannot be ruled out as a possible cause of death.